Manufacturer narrative:
Unit had minor scratched display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer reported that the insulin pump fell in water and fluid was visible under the display. Customer stated that there were scratches on the screen. Customer's blood glucose reading at the time of the call was 239 mg/dl and has treated with a manual injection. No further information reported.